Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was currently in the emergency room with high blood glucose over 400 mg/dl and the insulin pump alarmed no delivery. The customer received a no delivery alar that morning after bolus was delivered. They changed the infusion set and alarm was recurring. The customer had the insulin pump in suspend mode at the time of the call. During troubleshoot, customer's mother stated that the alarm was resolved by a complete infusion set and reservoir change.